Manufacturer narrative:
The field service engineer found the bead mixer was not correctly adjusted, and came in contact with the instrument cover. He repositioned the bead mixer mechanism, and ran calibration and controls. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable roche diagnostics cobas elecsys anti-tpo result for one patient sample from the cobas e411 disk analyzer. The initial result was 43 iu/ml with a data flag ,and the repeat result was 20.00 iu/ml. The questionable result was reported outside of the laboratory.